Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed intermittent faults on the system and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported 23062 error was confirmed and replicated. A review of the artemis logs confirmed the 23062 error, which indicates a motor issue for carriage disk2, confirming that the fault originally occurred in the field. The unit was then installed onto a psc fixture test platform (pftp) and passed all relevant testing within specification. Because a 23062 error typically points to poor electrical contact between the motor phases and the driver pca, the axes control motor (acm) was disassembled for inspection; however, no visible damage was found. The carriage was then disassembled, revealing that the d2_stator cable was not fully seated in the axes controller, carriage power (accp) pca connector. This loose connection would cause intermittent failures in the field. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported error is attributed to the improperly seated d2_stator cable in the accp.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a fault on the universal surgical manipulator 2 (usm2). The customer power cycled the system multiple times but the issue remained. The technical service engineer verified an error 23062 in the system logs. The customer disabled the usm2 and continued the case with the remaining usms. The procedure was completed with no reported injury.